Event description:
Customer called with high blood glucose. Customer's blood glucose just before call was 473 mg/dl. Insulin pump troubleshooting was performed and customer was advised insulin pump was functioning as designed. Customer was advised to monitor blood glucose and to contact hospital if blood glucose continues to rise. Customer was also advised if she is not comfortable with insulin pump, to call back for further troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.